Event description:
It was reported that the patient's right atrial (ra) lead exhibited intermittent atrial oversensing and undersensing. It was also noted that the ra lead exhibited chronic low thresholds. The lead remains in use. No patient complications have been reported as a result of this event.